Manufacturer narrative:
H10: manufacturing review:the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. One image was provided demonstrating the placed stent inside the vessel. The stent was visibly constricted in the area of the silicone stent brake to a diameter that may match the silicone brake diameter. Distal and proximal of that section the stent was regularly expanded so that it appeared like an hour-glass which indicated that the deployment sheath was retracted and that the stent adhered to the silicone brake, which leads to a confirmed result for expansion issue.a definite root cause for the reported event could not be determined. Labeling review: a review of the relevant for this product was conducted. The IFU was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 08/2022), g3. H11: h6(method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bilateral stent placement procedure in the iliac vein with femoral ipsilateral access, the stent allegedly failed to expand because interstices of the stent end got tangled. Twisting of the catheter at the sheath hub and wiggling up and down finally led to stent expansion. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022). Device pending return.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand. There was no reported patient injury.